Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and not capturing bipolar. It was also noted that there was intermittent undersensing and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.